Event description:
I was implanted with essure in- office in 2013 by dr. (B)(6), (B)(6). He was unable to achieve bi- lateral implantation after two attempts and proceeded to perform a tubal ligation 10 days after the initial implantation attempt. One coil was left in my fallopian tube as he recommended against removing it. In 2014 he performed a novasure ablation. Placement of my coil was never checked with an hsg or any other type of radiograph. In (B)(6) of 2018 I noticed recurring pain that would not go away on my left lower abdominal area. This had been going on for months but became steadily worse. I visited dr. (B)(6) for a consultation in (B)(6) 2018 and asked if my pain might be related to my essure. He had an ultrasound performed and noted that the essure seemed to be out of place but didn't believe it was the cause of my pain. His practice stopped taking my insurance the following day and I was dropped as a patient. Dr (B)(6) of (B)(6) saw me for a consultation on (B)(6) 2018. He recommended a hysterectomy to remove the remaining coil intact and had radiographs taken to check for additional coils. The coil was removed via laparoscopic davinci total hysterectomy removing my cervix, tubes, and uterus. The essure had perforated fully through my left fallopian tube and was sticking out.